Event description:
Baxter received a customer complaint involving an intermate device observed to have a ruptured reservoir during pt use. The device contained tobramycin. No pt injury or medical intervention was reported as resulting from this incident.